Manufacturer narrative:
The device evaluation showed that the internal components of the scissor were rusted and corroded indicating poor maintenance and a failure to follow the directions for use for cleaning the device.

Event description:
While attempting to cut a foldable iol the opthalmic scissor blade broke off in the patient's eye. There was no impact to the patient and the surgery was completed as planned.